Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the filter after determining that it was clogged. The simulation treatment was normal, and the fault was eliminated. The fse stated that the iabp could be returned to the customer for clinical use.

Event description:
It was reported that during use the cardiosave iabp (intra-aortic balloon pump) had high temperature alarm. No surgery was delayed and no patients were affected.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had high temperature alarm. No surgery was delayed and no patients were affected.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6). Event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.